Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 694765 implantable tachy lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005; 4194 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device measured a higher right ventricular (rv) lead threshold than the analyzer. This caused programming of higher than normal voltage requirements possibly leading to the early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.